Event description:
The customer returned the product, for something strange was noticed while filling out the route. During device evaluation, a leak and downstream occlusion alarm were identified. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: one used product was received for evaluation. Visual inspection identified no damage or anomalies. Functional testing was performed where the extension set was attached to a 100ml cassette filled with red dye provided by ICU medical and inserted into a cad solis pump. The set was attempted to be primed with 10 ml. As a result, a "downstream occlusion. Clear occlusion between pump and patient" alarm was returned temporarily and then cleared. When priming was reinitiated, the alarm then repeated. Additionally, a leak was observed at the incoming filter tube bond. Further inspection showed a solvent channel. In attempts to pinpoint the cause of the alarm, the asv luer was cut off and priming was reattempted. A "downstream occlusion. Clear occlusion between pump and patient" alarm was returned temporarily. The filter was cut off and priming was reattempted. No alarms or difficulties priming were observed. In attempts to visualize the source of occlusion red dye was attempted to be pushed through the inlet side of the filter. Resistance was observed. Fluid made it through the inlet side of the filter, but resistance was felt at the outlet. Inspection of the tube/filter bond sites showed no damage or anomalies. The customer¿s complaint was confirmed due to the temporary occlusion alarms and leakage. The probable cause of the occlusion alarm is due to a supplier error, and the probable cause of the leak is due to a solvent coverage application error during assembly in tijuana. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.